Manufacturer narrative:
The syringe pump assembly and power and communications cable were received for further investigation. During testing, the assembly worked as expected. Intermittent continuity issues were demonstrated by manipulating the wires on the power and communications cable. The cause was traced to the connection between the female connector and the male syringe pump assembly pcb connector.

Event description:
During perfusion, the syringe driver was observed not to move. Infusions were administered manually using the syringe driver's manual positioning control. No adverse outcome was reported.

Manufacturer narrative:
The device was serviced on site. The syringe driver was found mechanically locked and non-functional despite cleaning. The syringe driver and associated power and communication cable were replaced as a precaution. The device subsequently passed all applicable testing.

Event description:
During perfusion, the syringe driver was observed not to move. Infusions were administered manually using the syringe driver's manual positioning control. No adverse outcome was reported.